Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited under-sensing. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of false pause episodes was confirmed via provide device records. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.